Manufacturer narrative:
The report # 3003721894-2017-00516 is associated with (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as poligrip in the u.s.

Event description:
Car accident [automobile accident]; accidental swallowing [accidental device ingestion]; accidental misuse [wrong technique in device usage process]; overdose [accidental overdose]; denture still fell out and cream disappeared [product adhesion issue]; swelling at teeth [gum swelling]; swelling at teeth [dental discomfort]; leg weakness [weakness of limbs]; red eye [eye red]; vision lost [loss of vision]; swelling of tongue [swollen tongue]; surgery [surgery]; difficult to breathe [difficulty breathing]; could not move easily [movement disorder]; wheelchair user [wheelchair user]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number 98b, expiry date december 2017) for denture wearer. The patient's past medical history included automobile accident (caused swelling teeth.) And hospitalization. Concurrent medical conditions included swelling teeth (caused by car accident.) And weakness of lower extremities. On an unknown date, the patient started polident denture adhesive cream. In (B)(6) 2017, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the patient experienced wrong technique in device usage process, accidental overdose and product adhesion issue. On an unknown date, the outcome of the accidental device ingestion, wrong technique in device usage process and accidental overdose were unknown and the outcome of the product adhesion issue was not reported. It was unknown if the reporter considered the accidental device ingestion, wrong technique in device usage process, accidental overdose and product adhesion issue to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. This case is linked to (B)(4) (same reporter). Additional information: on 14-feb-2017 consumer reported she applied 3 strips of cream on both upper jaw and lower jaw denture (overdose. According to instruction, consumer should apply 2 strips of cream on lower jaw denture but not sure if the overdose was intentional or not). She applied the cream on lower jaw and swallowed the cream for 3 days (accidental swallowing). The denture fell out during meal and she found out the cream disappeared. She has dried her denture with tissue before she applied the cream. She did not know she should not dry her denture (accidental misuse. According to instruction, consumer should keep the denture moist when they apply the cream). She said it was taught by her friend who also dried the denture before applying the cream (it is reported in the case (B)(4)). On 16-feb-2017: consumer was called. She still used the product. She did not dry the denture anymore but the denture still fell out and cream disappeared. She still applied 3 strips of cream on both upper and lower jaw. Consumer also reported she had car accident before using suspect product (on (B)(6) 2016) and caused swelling at teeth and leg weakness. She was hospitalized and discharged on (B)(6) 2017. Then, she started to use the suspect product. She still had swelling at teeth and leg weakness at the moment. Follow up information received on 20-apr-2017: consumer reported: she has already stopped using the product correction to information received on 16-feb-2017: event coded for swelling at teeth. Follow up information received on 06-nov-2017 and 08-nov-2017: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) year-old female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number 98b, expiry date december 2017) for denture wearer. Co-suspect products included double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. The patient's past medical history included automobile accident (caused swelling teeth.) And hospitalization. Concurrent medical conditions included swelling (consumer had car accident before using suspect product (on (B)(6) 2016) and caused swelling at teeth.), lower extremities weakness of (consumer had car accident before using suspect product (on (B)(6) 2016) and caused leg weakness.), heart disease, unspecified, hypertension, diabetes and sleep apnea. Concomitant products included medication unknown (blood thinner), (drug for diabetes), (anti-hypertensive drug) and (drug for edema). In (B)(6) 2017, the patient started polident denture adhesive cream. In 2016, the patient started polident denture adhesive cream. On (B)(6) 2016, an unknown time after starting polident denture adhesive cream and polident denture adhesive cream, the patient experienced automobile accident (serious criteria hospitalization). On an unknown date, the patient experienced accidental device ingestion (serious criteria gsk medically significant), wrong technique in device usage process, accidental overdose, product adhesion issue, gum swelling, dental discomfort, weakness of limbs, eye red, loss of vision (serious criteria gsk medically significant), swollen tongue, surgery, difficulty breathing, movement disorder and wheelchair user. On an unknown date, the outcome of the accidental device ingestion, wrong technique in device usage process, accidental overdose, automobile accident, gum swelling, dental discomfort, weakness of limbs, eye red, loss of vision, swollen tongue, surgery, difficulty breathing, movement disorder and wheelchair user were unknown and the outcome of the product adhesion issue was not reported. It was unknown if the reporter considered the accidental device ingestion, wrong technique in device usage process, accidental overdose, product adhesion issue, weakness of limbs, surgery, movement disorder and wheelchair user to be related to polident denture adhesive cream and polident denture adhesive cream. It was unknown if the reporter considered the automobile accident, gum swelling, dental discomfort, eye red, loss of vision, swollen tongue and difficulty breathing to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: on 6-nov-2017: consumer called again. She reported she used the sample of polident denture adhesive cream (suspect product 2) for a few days in 2016. She wondered if she has swallowed the cream as it could not be found when she took off her denture. She used the sample for about 3 times only and used the product once daily. Consumer also tried to remove the cream with wet tissue, cold water and hand soap. She did not know the correct way to remove the cream at the time (accidental misuse). Consumer also mentioned she was hospitalized later for 2 months due to car accident. She underwent an unknown surgery during hospitalization. Then, the sample was discarded after it was expired. On 8-nov-2017: consumer was called. She mentioned she was hospitalized on (B)(6) 2016. During the hospitalization, her left eye became red and lost the vision. Her tongue swollen which make her feel difficult to breathe. Tracheal intubation was used to assist her breath during that period. She also felt weak at her legs which made her could not move easily. She had not undergone any surgery during hospitalization. She had to undergo physiotherapy until (B)(6) 2017. Consumer also reported she has been taking other medicine for many years. For example, blood thinner, drug for diabetes, anti-hypertensive drug and drug for edema. She was a patient with heart disease, hypertension, diabetes and sleep apnea. Consumer does not have any other discomfort currently. But she had to use wheelchair to move. She does not have the contact of her treating physician. Consumer clarified she has used polident denture adhesive cream before and after she encountered the car accident.